Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this patient with a 27mm valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 13 years and 1 month for unknown reason. A 26mm valve was implanted within the surgical edwards valve using the transfemoral approach. No other information was provided.